Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead showed a sudden rise in shock impedances to high, out of range values. A possible situation with the rv coil was discussed as all the other lead measurements were stable. The rv lead remains in service at this time. No adverse patient effects were reported.